Event description:
Screw was withdrawn into lead easily but once the lead was repositioned the screw could not be re-extended. Therefore, lead was removed from subclavian vein and another functioning pacing lead was implanted.